Event description:
The catheter was placed in 2006 the clinician found blood and contrast on the patient's pillow. When the clinician removed the tape from the site, the adapter was attached to the tape and the tubing was sticking out of the patient's arm. They used hemostats and pulled the tubing out of the patient. A pressure injector was used at 4 1/2 ml per second.